Event description:
The threshold was gradually increased over time. After five months, patient again underwent fluoroscopy because of very high threshold of 5v/1.0ms pulse width, and reveled that helix was retracted back to the helix housing. Lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. The x-ray showed that the fixation helix was found retracted in the implanted state. The visual analysis of the returned lead revealed several cuts into the insulation, which most likely resulted from the explantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the observed fixation helix retraction issue in the implanted state. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. In particular, the fixation helix could be properly and fully retracted and deployed according to the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.